Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports the needle bent when activating the safety mechanism. This resulted in a needle stick. The source pt was brought back in and blood tests were conducted, and the pt tested negative. There was no further testing required for the doctor based on the results from the source.

Manufacturer narrative:
The device history record (DHR) for lot 326660 indicates that units were packaged on 09/17/2013 and no issues were found in the samples inspected from the shop orders used in this lot. A review of maintenance records (both corrective and preventive) and calibration records were conducted and there were no issues found. All scheduled maintenance and calibration activities were completed on time. There was no related process or material changes related to this type of issue for this product within the previous 12 months from the production of the lots. A review of the machine setup was conducted and there were no issues noted. Observation of the machines at its current conditions does not reveal any issues. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received at a later date. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause is failure to properly initiate the safety shield. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. With no sample returned and no confirmation of a product failure, a corrective and preventive action could not be determined at this time. The instruction for use printed on the unit box step 6, 7 and 8 indicate: step 6. Perform injection (or aspiration of body fluid) according to local standard procedure and aseptic technique step 7. Immediately following the injection or aspiration procedure, lock the safety needle shield using any of the following methods: push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your finger or thumb behind the needle tip at all times.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway, upon completion the results will be forwarded.